Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the repeated failures of remote manager (rm) were observed, most likely due to a misalignment. A field service engineer (fse) arrived on site and cleaned the micro switches, then re-tightened the wire harness connectors. Afterward, the station was powered back on, allowing hardware tests to be performed successfully using the testing application. The customer also verified functionality through the user application, and the remote manager was tested multiple times without any failures or malfunctions, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es remote manager was failed.the customer reported issue occurred when dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es remote manager was failed. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.